Event description:
Inbound call from patient stating her pump has an error message for res volume low, however pt is not due to change for another 5 hours. Advised pt to use a new full cassette pump but it still gave her same error message. Pt used cassette on back up pump and is now working fine. Informed pt we will send a new pump, confirmed to home address with signature required for tomorrow delivery. No other information provided.